Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the 4085 surgical table and found the column covers to be damaged. The damaged column covers caused wiring within the table to be pinched creating an intermittent power loss to the table's hand control and the reported event to occur. After speaking with user facility personnel, the technician learned that the facility did not attempt to utilize the manual override controls as stated in the operator manual. The 4085 surgical table operator manual (pg. 3-2) states: "the 4085 surgical table is equipped with auxiliary override systems that can be actuated at any time and that will allow table operation in the event of primary control malfunction." Based on the description of the event and the technician's inspection, the root cause of the reported event can be attributed to user error as the facility was likely storing items on the base of the table. The 4085 surgical table operator manual states (pg. 1-3): "warning - personal injury and/or equipment damage hazard: do not store items on table base. Doing so may result in equipment damage or inadvertent tabletop movement placing the patient and/or user at risk of injury." The technician replaced the table's column covers, tested the table, and found it to be operating according to specification. The surgical table was returned to service. A steris account manager offered in-service training on the proper use and function of the 4085 surgical table specifically, ensuring items are not being stored on the base of the table as well as operating the manual override controls however the user facility declined. No additional issues have been reported.

Event description:
User facility personnel reported that during a patient procedure, employees heard the column of the 4085 surgical table crack as it was commanded to go into trend position. The hand control went blank and the table could not be lowered. The patient was transferred to another surgical table and the procedure was completed successfully. No report of injury.

Manufacturer narrative:
A steris account manager offered in-service training on the proper use and function of the 4085 surgical table specifically, ensuring items are not being stored on the base of the table as well as operating the manual override controls however, the user facility declined. No additional issues have been reported.